Event description:
It was reported that before the gastrectomy surgery, the package was found damaged. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 5/3/2024. D4 batch #: a9dr8a. Additional information was requested and the following was obtained: does the damage to the package compromise the sterility of the device?. -unknown. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. The device was returned sealed inside its original packaging. Upon visual inspection, it was observed that the blister from the packaging was damaged; it was noted to be broken and still adhered to the tyvek. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number a9dr8a, and no non-conformances were identified.